Manufacturer narrative:
The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Edwards received notification that a 17-year-old patient with a 23mm perimount magna ease valve implanted in pulmonic position underwent a valve-in-valve after an implant duration of approximately five (5) years due to heavy calcified leaflets leading to primary stenosis and regurgitation. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors, including implant position, patient's age at time of implant and tetralogy of fallot.

Event description:
Edwards received notification that a 17-year-old patient with a 23mm perimount magna ease valve implanted in pulmonic position underwent a valve-in-valve procedure after an implant duration of approximately five (5) years due to heavy calcified leaflets leading to primary stenosis and regurgitation. The patient referred dyspnea, fatigue and lack of normal growth. A 24mm non-edwards transcatheter valve was implanted within the pre-existing surgical device. The patient was discharged after 72 hours.

Manufacturer narrative:
H10: additional manufacturer narrative: refer to MDR report ID: 2015691-2023-16598 for additional event related to this case. The subject device is not available for evaluation as it remains implanted in the patient. Attempts to retrieve additional information are in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.